Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. Additionally, the dn to rear te cable was pulled from strain relief, damaging the wires in the cable and damaging the j704 off the distribution node pca. The root cause for the open wire and strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.